Event description:
When advancing the grey positioner in order to retrieve the top cap, because of the angulation in the suprarenal and infrarenal aortic neck, the physician was unable to advance upward, and the delivery system kept catching on the suprarenal stent. An attempt was made to cannulate the top cap and advance a balloon catheter to the site as a measure to protect the top cap from catching on the suprarenal stent. The balloon catheter was inflated in the top cap and used to pull the top cap down, averting contact with the suprarenal stent. No other complications were encountered during this procedure.